Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned. Failure event observed during analysis. Final analysis found an external insulation abrasion exposing the outer coil 15.5-18.5 cm, consistent with friction to the can. Additionally, a full breach insulation degradation was noted 27.1-27.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.